Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the firing stopped in the middle of the first fire attempt. The surgeon retracted the knife with the silver button. Surgeon restarted the resection, but the device worked slower, and then firing was stopped. A new idrive was opened to continue the procedure. Although a new idrive and a new egia60amt were used to resect the tissue, the device was working slower, and firing was stopped again. Operating time was extended more than 30 minutes. There was no additional tissue resection. Nothing feel into the patient cavity. There was no bleeding over 500 ccs. The patient is in good status. There was no reinforcement material used.